Manufacturer narrative:
H6: investigation findings code 213 no device problem found. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications.

Manufacturer narrative:
The pct261216 and pcc121200 - s/n (B)(4) devices were a finished device manufactured and labeled prior to the compliance date established by FDA (801.20) unique device identifier (UDI) requirement; so the UDI field was left blank. (Compliance date for class iii devices is (september 24, 2014). Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pcc121200 - s/n (B)(4).

Event description:
On (B)(6) 2003 the patient underwent endovascular treatment and was implanted with a gore® excluder® bifurcated endoprostheses (pcc121200 and pct261216). The patient tolerated the procedure. On (B)(6) 2021 the patient was undergoing treatment for a type 1b endoleak with an unknown onset date. The gore® excluder® aaa endoprosthesis contralateral leg endoprosthesis (plc161000) was inserted into the patient and was positioned in the patients anatomy for deployment. As reported the deployment line would not pull and felt like it was stuck, and the endoprosthesis would not deploy. The device was removed over the guidewire and a new contralateral endoprosthesis device was inserted and employed without incident. The endoleak was successfully resolved and the patient tolerated the procedure.

Manufacturer narrative:
G3/g4: error in date of manufacture as input was noted during case review on march 23rd, 2022 h4: device manufacture date was updated to 12-dec-2002, from 06-dec-2002. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.